Manufacturer narrative:
The investigation determined that lower than expected vitros thyroid stimulating hormone (tsh) results were obtained from two different patient samples processed using vitros tsh reagent on a vitros 5600 integrated system. The results were considered lower than expected when compared to tsh results attained from the same samples tested on a non-vitros siemens¿ instrument. A definitive assignable cause of the event could not be determined. However, it is likely a sample related issue isolated to the affected patient samples is the cause of the event. An unknown sample interferent, such as biotin, that affects the vitros tsh assay but not the siemens assay could have contributed to the event, although this was not confirmed. The vitros tsh assay includes the use of streptavidin-biotin in the design which may be susceptible to biotin interference. The investigation concluded that both the vitros tsh reagent and the vitros 5600 integrated system were operating as intended. Accuracy and precision studies were acceptable at the time of the event, indicating the vitros tsh reagent and the vitros 5600 system were performing as intended. Furthermore, continual tracking and trending of complaints has not identified any signals that show a potential systemic issue with vitros tsh reagent lot 5805.

Event description:
Lower than expected vitros thyroid stimulating hormone (tsh) results from two different patient samples processed using vitros tsh reagent in combination with a vitros 5600 integrated system were reported. The results were deemed lower than expected when compared to tsh results obtained from the same samples tested on a non-vitros siemens¿ instrument. Sample m00017 vitros result of 0.818 miu/l vs. The siemens result of 10.029 miu/l. Sample m00019 vitros result of 1.11 miu/l vs. The siemens result of 11.863 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient results were not reported outside of the laboratory as the customer was not yet using the vitros 5600 system to report patient sample results using the vitros tsh assay. There were no allegations of patient harm as a result of the event. (B)(4).